Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed alert 57 indicating a software runtime error, temporarily resolved after a restart and software update, but the device subsequently froze and became unresponsive, requiring replacement. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included device replacement and reliance on an alternative insulin therapy during the interim without clinical sequelae. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.